Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Eval summary: since no devices or photos were available, the condition of the components is unknown. Surgical notes were provided from the primary surgery. Bone quality was described as excellent. The patient was described as having an extremely varus hip requiring deep implantation of the prothesis. It was stated that the femoral broach for the size 0 cemented cpt prosthesis was advanced to the templated level and because of the small size of the femur and tight canal, a trochanteric fracture was propagated. No other details regarding the method of broaching were provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the reported proximal femur fracture cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the proximal femur fractured during total hip arthroplasty.